Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead was capped due to dislodgement. No additional adverse patient effects.